Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. The reported event of power cable disconnect alarms was not confirmed. On 15may2025 at 20:36:30, the log file captured a backup battery fault alarm due to the backup battery not passing the load test. Backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The alarm was active until the driveline was disconnected at 20:45:15 and the power cables were disconnected shortly after. This series of events is consistent with the controller exchange. The backup battery fault alarm did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. No atypical power cable disconnect alarms were captured. The retuned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical backup battery fault alarms were able to be reproduced. No atypical power cable disconnect alarms were reproduced during testing. The provided information indicated the controller exchange resolved the alarms. A root cause for the reported backup battery fault alarms was not conclusively determined through this analysis. A root cause for the reported power cable disconnect alarms was not conclusively determined through this analysis. A corrective action was opened to further investigate backup battery fault alarms. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2023. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instructions for use, section 7, entitled "alarms and troubleshooting", provides instruction on how to identify and resolve power cable disconnect alarms. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bedside nurse reported a backup battery fault alarm after a self-test was performed. The primary system controller was exchanged, and the backup battery fault was resolved. The log file captured emergency backup battery (ebb) faults on 15may2025 due to the ebb failing the load test. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2025 at 20:36:30, the log file captured a backup battery fault alarm due to the backup battery not passing the load test. Backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The alarm was active until the driveline was disconnected at 20:45:15 and the power cables were disconnected shortly after. This series of events is consistent with the controller exchange. The backup battery fault alarm did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The retuned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated the controller exchange resolved the alarms. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 19jul2023. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the patient experienced issued with the white power lead keeping connection with their power source. Log files showed obtained which confirmed issue with the white lead. The controller exchange resolved the issue.